Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing fentanyl and bupivacaine for non-malignant pain. It was reported that the patient mentioned they were disappointed because they still have to use a walker when they walk around. They thought the pump would help a lot, and it has not alleviated their pain. The patient went to their healthcare providers office where it was mentioned that their anesthesiologist did put the fentanyl under fluoro and injected the contrast dye and the catheter was in the right place, but they didn't put the fentanyl back in again and the patient went into a severe acute withdrawal reaction and had to be hospitalized for 2 days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider who reported that the patient was reporting lack of efficacy and that prompted a dye study and unfortunately the catheter was not properly primed afterwards by that provider. Then eventually, once the medication began to exit the catheter tip the patient was returned to a therapeutic level. The issue was resolved. Per the healthcare provider, the patient¿s husband was a physician and brought the issue to this healthcare provider¿s attention and they had a systemic root cause analysis within their clinic and changes have been made in order to prevent future occurrences.